Manufacturer narrative:
H10: internal complaint reference: (B)(4). .h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed that the device was returned in the original box with the batch of the complaint on the label. The distal tip and plug are missing. The anchor appears intact and in place. A functional evaluation showed that the distal tip/plug actuator advanced as intended. The anchor outer shaft rotated freely. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair a gold punch and 5.5 healicoil tap were use to prepare the hole. When the healicoil knotless was inserted the anchor broke off; the distal tip broke off after the threads failed to engage with the bone, all the broken pieces were removed from the patient's anatomy using arthroscopic grasper. No additional bone hole was required. No other complications or significant delay were reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.